Manufacturer narrative:
Failure analysis lab received a vela main pcba. The vela main pcba was visually inspected. The vela main pcba was installed in known good unit. Events log recorded multiple xdcr faults. The unit was powered on in svt mode, all transducer tests passed. Powered on in ventilation mode xdcr fault, motor fault, and vent inop were reproduced. Powered back on in svt mode and all transducer tests passed again, and all transducer calibrations passed but were not saved. Powered back on in ventilation mode and the issue was corrected. Cooled down transducers with electrostatic freezer spray, and the issue came back. Exhl diff press calibration passed however has begun to slip at 3 cmh2o where the produced a/d is 1462 while the previous a/d was 1372. Transducer faults can be intermittent. Intermittent issue with exhal flow transducer. Fault with the exhal flow transducer can cause faults with the turbine differential transducer causing motor faults and vent inop.

Manufacturer narrative:
Carefusion has requested additional information from the distributor in (B)(4) on the reported event and status of the patient. As of september 30, 2015 there has been no additional information provided by the distributor in (B)(4) pertaining to that request. (B)(4). The distributor in (B)(4) has determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty main pcba for evaluation. As of the september 30, 2015 the alleged faulty main pcba has not been received.

Event description:
The distributor in (B)(4) reported that while in use on a patient the device alarmed "vent inop", "motor fault" and "xdcr fault". The patient was removed from the device and placed on another device with no harm to the patient.